Event description:
This is the false positive case reported via email on 2021.08.24. The reporter is our customer (wholesaler) and he/she sent a pic of false positive test from rapid kit which lot# is covgccm0008. The patient information was not known. Importer comments: the manufacturer did trend analysis and re-test for lot # "covgccm0008" 2022.01.24 through 2022.02.01 and it met the acceptance criteria so the performance of celltrion diatrust covid-19 rapid test ensured repeatability and reproducibility.